Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. E1 initial reporter was shortened due to character limitations. The complete name is person in charge.

Event description:
It was reported that during patient use, noise appeared on the electrocardiogram (ECG) of the cardiosave intra-aortic balloon pump (iabp). The ECG cable was replaced but the noise continued. The customer continued treatment with the iabp which is being scheduled for evaluation after treatment has been completed.

Manufacturer narrative:
Updated data: b4, g3, g6, h2, h10, h11.

Event description:
It was reported that during patient use, noise appeared on the electrocardiogram (ECG) of the cardiosave intra-aortic balloon pump (iabp). The ECG cable was replaced but the noise continued. The customer continued treatment with the iabp which is being scheduled for evaluation after treatment has been completed. There was no patient harm.

Manufacturer narrative:
Additional information: e1(event site postal code:(B)(6)). It was reported that during use the cardiosave intra-aortic balloon pump (iabp) had noise on ECG. Received a call from the hospital reporting noise. Even after replacing the ECG cable, noise was still present, so reported to the hospital staff that it may be noise caused by the patient or machine. A getinge field service engineer (fse) have checked the connections and cords. The problem is not reproducible. Unit passed all functional and safety test per factory specifications, returned to customer use.

Event description:
N/a.